Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "both medical technologists and phlebotomists have observed a creep out of tube caps in 367812 serum tubes during specimen transfer using an open system collection, general specimen handling and processing. This non-conformance is observed in 10% of a tube rack, and was just reported but observed since last month."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creeput/ decapping was not observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/ decapping was observed in three (3) samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper creepout/ decapping. Bd has initiated further root cause investigation relating to the issue of stopper defects through CAPA#1875990.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. This event affected 500 devices. The following information was provided by the initial reporter. The customer stated: "both medical technologists and phlebotomists have observed a creep out of tube caps in 367812 serum tubes during specimen transfer using an open system collection, general specimen handling and processing. This non-conformance is observed in 10% of a tube rack, and was just reported but observed since last month."